Manufacturer narrative:
A representative reported that a surgeon alleged that according to x-ray images, an internal component of a patient's magec rod appeared to be damaged. The patient has been implanted with magec for over two (2) years. The patient's magec rod was removed, and was implanted with a new magec rod. It was reported that five (5) days after revision, the patient was re-admitted with a wound infection. Washout was performed and the patient was treated with antibiotics. To date, the patient is reported to be doing well, and continuing their treatment with magec; no negative outcomes were reported. A DHR review confirmed that the device met all of the required quality inspections, and was released within specifications.

Event description:
A representative reported that a surgeon alleged that according to x-ray images, an internal component of a patient's magec rod appeared to be damaged. The patient has been implanted with magec for over two (2) years.